Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not functioning properly. Two weeks later, the patient underwent a surgical procedure in which it was identified that the connecting tube of the cylinder was broken. An accessory kit was used to repair the tube and no components were explanted. The cause of the tube damage has not been identified by the hospital. After the procedure, the patient improved and remains stable.